Manufacturer narrative:
D4 - primary UDI number, h4: corrected. D1 - brand name, d4 - model #. D7a, h6: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4. Primary UDI number: di is unknown.

Event description:
It was reported that a cadd legacy plus pump started beeping in the middle of the night. Patient called the distributor and was informed that there were bubbles in the line. The pump was turned off, and the patient came to the clinic in the morning to have the pump replaced. The medication was infused at a programmed rate of 3.3 ml per hour. The remaining reservoir volume was 0 ml, and volume given was 150 ml. The reported air in line could cause interruption of therapy and is a high risk to the patient. There was patient involvement, and no patient harm reported.